Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-8336-70, serial number: (B)(6), batch/lot number: 7078593, model/catalog description: coveredge 32 surgical lead kit 70 cm, unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient developed an infection at the implantable pulse generator (ipg) site with symptoms of fever and increased white blood cell count (wbc). The patient was given antibiotics. The patient underwent spinal cord stimulation (scs) explant procedure. The patient was doing well postoperatively. Facility did not release the explanted device.